Manufacturer narrative:
(B)(4).

Event description:
The pt experienced acute onset of painful abdominal cramping secondary to device malfunction. The pt awakened with abdominal cramps, nausea, vomiting and increased pain. The pt was agitated and fretful in the clinic. The pump was interrogated on (B)(6) 2011 and found to be normal. On examination there was no redness, swelling, or tenderness at the pump pocket or along the catheter track. The pt was sent to the ER to rule out possible acute abdominal complications. The ER dr confirmed that it was not the pt's abdomen; the pt returned to the clinic. On (B)(6) 2011, the pump was reprogrammed and a bolus was given and it was not felt by the pt (0.801 mg of dilaudid, 24.02 mcg of clonidine and 0.534 mg of bupivacaine over a period of 4 min). Dilaudid was administered via IV in the ER and the pt's symptoms decreased dramatically. Oral opioids were prescribed for the pt until the pump could be replaced. The outcome of the event was reported as "ongoing event." The device system was used to deliver dilaudid, clonidine, and bupivacaine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.